Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that after replacing the electrically erasable programmable read-only memory (eeprom) the device powered up normally. A bench test was performed to verify pacing and sensing, device was functioning normally. Conclusion: confirmed the reported event, the eeprom was corrupt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board assembly was out of specification. It was also noted that two case screws were contaminated. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for repair. There was no patient involvement.